Event description:
Healthcare professional reported via regulatory agency a bia-alcl diagnosis (stage 1a) with clinical symptoms of seroma-late and capsular contracture (baker grade unknown). The patient underwent fluid aspiration from the right breast and cytology was completed. En bloc capsulectomy and capsular biopsy were also performed. Biopsy and cytology results confirm the presence of cd30. Device was removed replaced.

Manufacturer narrative:
Health effect: impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cd30 positive bia-alcl; seroma; capsular contracture, baker grade unknown